Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an over infusion of morphine. A 30ml syringe of morphine 1 mg/ml completed in 2 hours and 45 minutes. Intended parameters were dose 2 ml, delay 10 minutes, no basal, 1 hour max limit 6 ml, bolux 2 ml. The infusion was started at 1215 and at 1400 it was changed to pca dose 3 ml, delay 15 minutes, 1 hour max limit 9 ml. The syringe was found empty at 1500. No patient harm or medical intervention was reported. Although requested, no additional information was provided.